Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and confirmed the shipping address. The customer planned to continue using the current pump for insulin delivery and understood the instructions to allow the pump's battery to deplete before returning it with the pre-paid label.